Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the device has been in single parts when received; the collet is unscrewed form the body. All components are intact and do not show damage. The holding ball is jammed in the threaded seat of the spindle. The device fell apart because of too much applied torque while untightening screws. Only during anti-clockwise use it is possible that the collet unscrews from the body. This let us suppose that during this procedure too much torque was applied onto the torque limiter what led to the unscrewing of the collet. Because of unknown reason the holding ball of the collet is blocked in the threaded seat of the spindle. It is unknown why the ball was forcibly and unnecessarily pressed into the run in of the thread what makes an evaluation of the thread impossible. It is concluded that this complaint is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a distal humerus procedure the surgeon was using the torque limiting attachment to tighten the screws and it fell apart. All pieces were retrieved, and the surgeon used another driver to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Additional information received (B)(4) 2013. DHR was updated (B)(4) 2013; the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.